Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idvt ¿ asc ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a cardiac tamponade and cardiac arrest requiring resuscitation but ultimately passed away. It was reported that the patient passed away on (B)(6) 2023 following an adverse event that happened during an ischemic vt procedure on (B)(6) 2023. They reported that an impella device was placed in the patient toward the beginning of the procedure. The impella rep noticed that the impella device had low flow. They reported that the physician checked on fluoro and noticed that there was no cardiac movement and the heart was not beating. They reported that the patient went into pulseless activity. The medical intervention provided was cardio pulmonary resuscitation (CPR) and pacing. They were able to stabilize the patient. They reported that while checking with a transthoracic echo probe, a mediastinal bleed was discovered. The medical intervention provided for the mediastinal bleed was that a pericardiocentesis was performed and that they reversed anticoagulation. It was unknown how much fluid was removed for the pericardiocentesis. The patient was kept overnight and passed away on the morning of (B)(6) 2023. The following bwi devices were inside the patient during the procedure: 8 fr ge soundstar catheter, stsf f-j catheter, webster cs catheter, and a large curl vizigo sheath. The ablation was not being performed when the adverse event was noticed but that 28 minutes of ablation had occurred prior to the adverse event being noticed. Additional information received indicated in the physician¿s opinion, the cause of death was that patient was very sick, and the physician believes the medications given by anesthesia may have contributed to the patient decompensating and ultimately dying. Most details about the death event were previously given. The patient was put on comfort care the morning after the procedure and eventually passed away. Transseptal puncture was performed with a versacross rf wire. There was no evidence of steam pop. The event occurred during the ablation phase of the procedure. Irrigated catheter was used in the event, the flow setting was standard (15 ml/min at 50 w). The adverse event was discovered during use of biosense webster products. Other relevant medical history included low ejection fraction, this was his 4th vt ablation. A smartablate generator was used in this case with the correct catheter settings selected on the generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. All force visualization features were used. Visitag module was used, parameters for stability used was range: 3 mm, time: 3 sec, force over time (fot) of 25% and 3 mm tag size. No additional filter used with the visitag. Coloring of impedance drop from 5 to 10 ohms was used.

Manufacturer narrative:
It was reported that a patient underwent an idvt ¿ asc ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a cardiac tamponade and cardiac arrest requiring resuscitation but ultimately passed away. It was reported that the patient passed away on (B)(6) 2023 following an adverse event that happened during an ischemic vt procedure on (B)(6) 2023. They reported that an impella device was placed in the patient toward the beginning of the procedure. The impella rep noticed that the impella device had low flow. They reported that the physician checked on fluoro and noticed that there was no cardiac movement and the heart was not beating. They reported that the patient went into pulseless activity. The medical intervention provided was cardio pulmonary resuscitation (CPR) and pacing. They were able to stabilize the patient. They reported that while checking with a transthoracic echo probe, a mediastinal bleed was discovered. The medical intervention provided for the mediastinal bleed was that a pericardiocentesis was performed and that they reversed anticoagulation. It was unknown how much fluid was removed for the pericardiocentesis. The patient was kept overnight and passed away on the morning of (B)(6) 2023. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed that the rocker arm was broken from the handle; however, welding residues were observed that shows that the rocker arm was correctly attached. The device features were reviewed, and no issues were observed during the product investigation. The failure observed with the rocker arm does not have any relation with the adverse event reported, and it could be related to the excessive force applied during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. In the physician¿s opinion, the cause of death was that patient was very sick, and the physician believes the medications given by anesthesia may have contributed to the patient decompensating and ultimately dying. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (B)(6) / investigation conclusions: cause not established (d15) / component code: actuator (g04002) were selected as related to the issue of broken rocker arm. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).